Event description:
Pt receiving continuous infusion fluorouracil over 120 hours via a hospira gemstar pump. On day 2 of the infusion the pt reported the chemotherapy infusion was leaking fluid from the filter of the pump tubing set. The exact leak location was stated to be from the white disk on the back of the filter. The pt was educated on proper spill clean up and containment of a hazardous medication spill. The pt did have direct skin exposure to the leak. No adverse events have been reported. Rx details: fluorouracil 2140 mg in 0.9% sodium chloride IV over 120 hours via infusion pump. The order was compounded on (B)(6) 2013.